Manufacturer narrative:
Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site (B)(4). From november 2012 until 2014 complaints related to this product were handled by arjohuntleigh inc, and any medwatch reports were submitted under registration # (B)(4). From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh (B)(4)'s complaint handling establishment and any medwatch reports will be submitted under registration # (B)(4). Additional information will be provided upon conclusion of the investigation.

Event description:
It was reported that when a patient was transferred from the non-arjo barton chair to arjo barimaxx ii bed, the barimaxx ii bed moved away from the chair, creating a gap. The patient was safety placed on the floor using the hover mat, but a porter hand was trapped between the patient and the frame. A porter sustained an injury to hand.

Manufacturer narrative:
The customer reported that when a patient was transferred from a non-arjo barton chair to arjo barimaxx ii bed, the barimaxx ii bed moved away from the chair, creating a gap. The patient was safely placed on the floor, but the porters hand was trapped between the patient and the frame. The porter sustained a severe injury to his hand. The ported had an x-ray performed. X-ray results were not provided to arjo by the customer. The customer reported that all 4 casters were locked before transfer. The customer tested the brakes and found that the head brakes slid despite being locked. Prior renting period the device went through the quality control (qc) on 4 and 11 may 2018 to make ensure that all bed functions operated correctly, no anomalous condition were detected. After the event, the bed was evaluated by arjo technician, who stated that the head castors swiveled and the bed frame moved approximately 3 inches with brakes engaged. The foot section did not move. The barimaxx ii therapy system is equipped with two steer-lock casters at the foot end and two casters at the head end of the bed. The head end castor is swivel type of castor designed for easier maneuvering the bed. The steer-lock caster allows the bed to be steered from the foot end. The barimaxxii therapy system was designed to meet ul544 standard for medical and dental equipment. In the complaint, initial information was that the facility staff was using hover mat for transport patient from non-arjo barton chair to arjo barimaxx ii device. Upon collecting additional information, the customer stated that for the patient transfer, was a only bariatric chair was used. Product user guide 310611-ah in safety information section states the following: - "avoid strains - extra care should be taken when moving patients to and from the bed to avoid caregiver muscle strains. Make sure any caregivers who will be assisting the patient to and from the bed are physically of doing so. Always use a transfer device, when available". - " brakes - lock all steer casters in line and set all caster brakes before transferring patient", - "transfer board - if a mechanical lift device is not available, a transfer board should always be used when transferring a patient to and from the barimaxx ii therapy system" the document states to always use transfer device when transferring patient from one device to another. It indicates to use either lifting device or if not available transfer board. Not using any transfer device when transferring patient (as in the issue investigated here) might have contributed to the event as safety precautions were not kept. When reviewing similar reportable events for barimaxx family range, we have not found another complaint where bed moved because castor swivel. In summary, the bed fail to meet its performance specification as the bed frame moved. The bed was used when the event occurred and therefore, it played role in the event. We find this complaint to be safety related and reportable to competent authorities due to serious injury sustained.